Event description:
The end of the suture lasso broke during surgery, whilst trying to pass through labrum. Piece was retrieved and case abandoned. Date of 2nd surgery not known yet. Procedure: shoulder stabilisation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. If additional relevant information is received, a follow-up report will be submitted. Complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.